Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that there was oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical product: 1888tc lead implanted: (B)(6) 2011.

Event description:
It was reported that the patient heard an alert. The right ventricular lead was suspected to be fractured. The lead was explanted and replaced. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the alert was due to short v-v intervals and non-sustained episodes. The flebogram indicated that there was a possible crush under the clavicle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.